Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be severely melted, worn away and lifted up with exposed metal. Further inspection of the distal end portion of the teflon pad noted small portions missing on both sides and a hole. The device was attached to a test usg-400/esg-400 and the device passed the probe check. There were no error messages observed during testing. Based on similar report, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a bilateral self-injection procedure, the teflon pad from the grasping section of two handpieces peeled back exposing metal. The surgeon was reportedly cutting tissue when a ¿probe damage¿ error message was observed. No device fragment fell into the patient. There was no bleeding reported. The intended procedure was completed with a third similar device. Additionally, it was reported that the devices and generator connections were inspected prior to the procedure with no anomalies found. This is report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.